Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that, while in the catheterization room, the md inserted the intra-aortic balloon (iab) through a sheath via the pt's femoral artery. The md was unable to advance the iab smoothly more than 5cm. Due to an emergency situation, the process was repeated several times with no success. As a result, the iab was removed and not used. A new iab was inserted into the same sheath with success. There was no delay in therapy. No medical/surgical intervention was required. There was no harm to the pt. There was no report of pt death, complications or injury. The pt outcome is okay.